Event description:
Caller (patient¿s wife) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 1.8, 1.8; lab: 2.8, 1.9. Caller also reported imprecision with inratio meter.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.8, 1.8; reference: 2.8, 1.9; mean: 2.30, 1.85; confidence limits: 1.4 - 3.1, 1.2 ¿ 2.3. Inratio precision data provided by end-users: first inr: 1.3, 1.2; 2nd inr: 1.9, 1.6; mean: 1.60, 1.40; sd: 0.42, 0.28; %cv: 26.52, 20.20. The 2.8 and 1.8 inr results were excluded from comparison test since both were obtained on different days. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer¿s data revealed that both inratio and reference test result comparisons did meet accuracy criteria. However, repeated inratio test result comparisons did not meet precision criteria. Customer¿s results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Further investigation could be performed since no strip lot info was provided by the customer. Per complaint issue, customer was squeezing the tissue around the puncture site to obtain a big drip of blood. Per package insert, ¿milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr result of testing error.¿ this complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.